Event description:
It was reported that there were concerns of lead fracture on this right ventricular lead as it exhibited high impedance measurements and an increase in capture thresholds. This lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.